Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the final evaluation of the device at the manufacturer's service center, damage of the device's lcd screen was observed, and needs to be replaced. Additionally, the dc connector, which is broken, and the detachable battery need to be replaced. Customer requests no repair to device. The device will be returned to customer unrepaired.